Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as a reaction to the lifevest that was an open area the size of a quarter. The patient was receiving wound care by a nurse. Follow up was completed and the skin irritation was improved.